Manufacturer narrative:
Product was not already returned to ldr medical, no examination already performed. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Waiting on product return.

Event description:
Description received from sales representative: during a mobi-c surgery: the front edge of the implant was fishmouthed into reverse lordosis (kyphosis). The cartridge splayed open the implant and was not securely fastened for delivery. Defectively loaded, reporter suspects. Implant took out and another implant was opened and inserted. No harm to the patient. No delay.

Event description:
Update on (B)(6) 2018 : product was not returned as it was discarded by the hospital. X-ray is not relevant in this instance as the product was never implanted. No pictures were needed as it fell apart during insertion. The implant looked to be very loose on the peek holder.

Manufacturer narrative:
Update on (B)(6) 2018 : the product will not be available for evaluation and will never return to the manufacturer. The product has been discarded by hospital. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the issue root cause would be a mishandling during the preparation of the surgery ( as mentioned in the surgical tech step 2 and 9). Indeed, the surgical tech mention that a control must be performed during the assembly of the implant combined to resistance during insertion ( step 2 complete discectomy) , this would have cause this event. The investigation found no evidence on a product issue.